Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Reportedly customer's bg did not exceed 500 or read as high but was able to load a new cartridge and resume insulin however on the 3rd cartridge alarm the customer was not able to load a new cartridge to resume insulin therapy. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.